Event description:
(B)(4). Same case as: 2134265-2013-04613. It was reported that during a percutaneous coronary intervention, vasospasm occurred. The patient presented due to stable angina and was referred for cardiac catheterization. Target lesion no. 1 was a de novo lesion located in the first obtuse marginal (om) with 99% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25mm x 16 mm promus element plus stent. Following post-dilation, residual stenosis was 0%. Target lesion no. 2 was a de novo lesion located in the saphenous vein graft (svg) to first obtuse marginal (om) with 70% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00mm x 20 mm promus element plus stent, with 0% residual stenosis. Post deployment of the second stent, there was some spasm noted which was treated with nitroglycerine. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).